Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, the cubie was failed to open and unable to issue medication. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, the cubie was failed to open and unable to issue medication. The customer reported that the user was unable to remove the medication for the patient due to the malfunction. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist found the user lacked admin and cycle count privileges, confirmed two successful transactions in medbank myqlink (mql), verified no drawer failures. In the tester application, the tss clicked to open the cubie lid, but it failed. The customer confirmed that the cubie lid opened normally after user released and reinserted the cubie in the tester application. The lid kept opening when clicking to open launched the cubex application again. The system functioned as intended after the technical support specialist troubleshot the device.